Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had some elevated powers and was noted to have some power spikes both associated and not associated with pulsatility index (pi) events. The controller also showed the +++ symbol for flow. The log file data seemed shortened and the data logger was turned on for every hour but did not seem like 255 events were captured. The log file captured some elevated powers in the 10w range and also at 15.8w and 17.2w in the afternoon which may have caused the +++ calculated flow. The patient was admitted after being found by her mother, confused and quickly going into shock. The patient was extubated on (B)(6) 2022 from an extreme event of somnolence where the cause is unknown. The patient's lactate dehydrogenase (ldh) was initially elevated but has since come back to almost baseline. All other labs were improving. Log file review displayed intermittent elevations in power and flow during the 2 day length of the file some of these are associated with pulsatility index (pi) events. The highest elevation in power was 17.2w and flow 12 lpm was recorded on (B)(6) 2022 at around 12:51 pm associated with a pi event. The patient was monitored during her hospital stay and nothing unusual was noted upon interrogation in the past 24 hours. Another log file review noted a power elevation to 10.7 not associated with a pi event on (B)(6) 2022 around 10:24. Flow was up to 10. Pump powers were routinely in the upper 8 and 9w range. Power appeared to be on the high side with a set speed of 10,600 rpm. Log files from (B)(6) 2022 showed some elevated powers again up to 10.3w not associated with a pi event. The patient is doing clinically well and will be discharged within the next week when her inr is therapeutic. The cause of the elevated ldh, altered mental status and shock was not confirmed.

Event description:
The patient also experienced respiratory failure and was intubated.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed transient power and flow elevations; however a specific cause for the power and flow elevations could not conclusively be established through this evaluation. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh), respiratory failure, shock, and altered mental status cannot be conclusively established through this evaluation. The submitted log files captured transient elevations in power and flow on (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. Several of the elevations were associated with pi events. The pump appeared to be operating as intended above the low speed limit throughout the duration of the files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 "introduction¿ lists respiratory failure and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.